Manufacturer narrative:
The patient reported that an operation was performed and the doctor discovered the mesh had disintegrated and cut into the small intestine. The mesh was removed in (B)(6) 2015, part of the small intestine was removed and reattached and additional plastic surgery was performed to repair the wound area around the hernia.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. Following the procedure, two months ago, the patient visited her doctor and the doctor noticed a bump near her navel. The patient was scheduled for an exploratory procedure and abscess was discovered. During the operation, the mesh was found disintegrated and cut into the patient's small intestine. The mesh was removed; the part of small intestine was removed and re-attached. It was also reported that the additional plastic surgery was performed to repair the wound area around the hernia. The patient is still in the hospital. Additional information has been requested.

Manufacturer narrative:
On (B)(6) 2010, the patient underwent a surgical repair of a chronically incarcerated incisional hernia and mesh was implanted. The patient reported pain in the left lower quadrant post operatively.

Manufacturer narrative:
It was reported that the patient was treated for cellulitis of the anterior abdominal wall on (B)(6) 2015 under general anesthesia. An enterocutaneous fistula was removed with a segmental small bowel resection. On (B)(6) 2015, she had a bilateral myofascial advancement reconstruction of the abdominal wall, with mesh onlay. It was noted by the surgeon that the procedure was made ¿significantly more difficult¿ due to the patient¿s bmi. (B)(4).

Manufacturer narrative:
(B)(4).